Manufacturer narrative:
The hill-rom technician found the power control board to be inoperative. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the power control board to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the bed exit was not alarming at the bed interface unit. The bed was located at the account in the bed shop. There was no patient/user injury reported. (B)(4).